Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump was replaced on (B)(6) 2011. The reason for the removal was that it did not provide effective pain therapy. The pt's managing physician requested the pump replacement. No pt injury was reported. The pt recovered w/o sequelae. The drugs used in the pump at the time of the event not reported. Add'l info has been requested, but was not available as of the date of this report.